Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred outside of clinical use. A third party evaluated the system onsite and determined that the root cause was no output from the power supply to the image processing backend; no device inspection was performed by philips. The internal converter power supply was defective. The output converter and power supply modules were replaced. Once the modules were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. H3 other text : device evaluated by third party

Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred outside of clinical use. A third party evaluated the system onsite and determined that the root cause was no output from the power supply to the image processing backend; no device inspection was performed by philips. The internal converter power supply was defective. The output converter and power supply modules were replaced. Once the modules were replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The 510k, catalog item identifier, common device name, FDA product code, reporting institution name, reporting address line 1 and the reporting address city have been updated.